Event description:
It was reported that the vns patient's device was disabled years ago due to arrhythmia. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Review of the available programming and diagnostic history showed that the device output current was programmed off on (B)(6) 2009; however the magnet output current remained programmed on.